Manufacturer narrative:
The use of an aicd is listed as a contraindication in the instructions for use of this product. The device was evaluated, maintenance was performed according to the most recent revision, and the product was returned to the customer.

Event description:
During a rf ablation procedure of cervical levels 2, 3, and 4, the patient's automatic implantable cardioverter defibrillator sent a shock to the patient. The procedure was completed using the same equipment. There is no adverse consequence alleged. It is reported that the patient was following up with his cardiologist.